Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had blue water droplets drip from the tip. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one year (>1) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, and it is likely that the issue occurred due to the deviation from the instructions for use. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The event can be detected and/or prevented by following the instructions for use which state: -detection method: gif/cf/pcf-290 series operation manual, chapter 3 "preparation and inspection". -preventive measure in gif/cf/pcf-290 series reprocessing manual, chapter 5 "reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.